Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set tubing would not drip into the secondary chamber during use. The following information was provided by the initial reporter: "nurse on 3s ¿ stated there was an issue with secondary tubing a week ago: the secondary would not drip. Nurse tried multiple things, ultimately changed the tubing to get it to work. ¿ no additional info available".

Event description:
It was reported that the unspecified bd¿ infusion set tubing would not drip into the secondary chamber during use. The following information was provided by the initial reporter: "nurse on 3s ¿ stated there was an issue with secondary tubing a week ago: the secondary would not drip. Nurse tried multiple things, ultimately changed the tubing to get it to work. ¿ no additional info available."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the secondary tubing would not drip. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.